Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective touchscreen and key switch. Both the touch screen and key switch were replaced. The power supply #1 was also replaced, and the voltages assessed on all other boards and power supplies. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not make an x-ray exposure.